Event description:
It was reported the patient experienced a jolting sensation. The patient also had a loss of therapeutic effect. There was no known accident or incident related to the symptoms. The patient was sleeping when all of a sudden he started experiencing the shocking. The patient turned the device down but could not turn it off. It was noted the patient was hospitalized in (B)(6) for an unrelated event, and that he "did have improvement but lately has not been working as well." The location of the patient's symptoms was in the perineum area of the body. The patient had changed programs. Approximately three weeks later it was reported the patient still had concerns with the therapy or device but was working with a health care provider or manufacturer's representative to resolve the issue. The patient had an appointment on (B)(6) 2012 and had a scheduled appointment for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v596733, implanted: (B)(6) 2011. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).